Event description:
The customer reported that during use the opaque white guard that covers part of the electrode fell off. The site indicated it could possibly have occurred when they were cleaning the electrode during the procedure. Nothing fell into the patient cavity. There was no patient injury. The incident device was discarded and is not available for evaluation.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/15/2013. The incident device was discarded by the site and not returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.